Event description:
It was reported that during a hals low anterior resection procedure, the first assist attempted to fire the device after holding for the recommended thirty seconds and was not able to get the tactile and audible feedback from the washer breaking. She stated that the handle was plastic to plastic and she could not squeeze the firing trigger any further. She then let off the handle opened the device by turning the dial in the "open" direction. She then closed the device again and tried to fire for a second time, again not getting the feedback she was expecting. When they observed the anastomosis after removing the stapler they noticed that some of the staples were formed ("b"), and some were not formed at all (in the shape of a "u"). There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. Only casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.